Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed a two week course of oral antibiotics (date not reported), the infection has resolved as of report on (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.